Manufacturer narrative:
The investigation has been completed. No product was returned. As per clinical review, the patient had severe peripheral vascular disease at the axillary artery making it difficult to place the impella on first attempt and catheter shaft kinking was noted below the motor housing after multiple attempts. The impella advanced further and was inserted after several attempts with the buddy wire used. The cause of the delivery issue was patient condition related with catheter kink noted during insertion with resistance at axillary artery due to peripheral vascular disease.

Event description:
The user facility reported there was difficulty placing an impella 5.5 in a 76 year old female due to severe peripheral vascular disease (pvd). A balloon was placed in the axillary/subclavian as a second attempt but also failed. A buddy wire was then placed and the impella 5.5 eventually crossed the aortic valve. However, catheter shaft kinking was noted where the motor and catheter meet. There was no harm to the patient as a result of this incident.